Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.

Event description:
It was reported that during surgery, the skin thickness being shaved off does not match what is set on the handle. A thicker setting on the handle is producing very thin grafts and vice versa. It was unknown if there was patient harm or surgical delay. Due diligence is complete, no further information is available.